Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is intermittently unresponsive to presses. On (B)(6) 2016 customer experienced elevated blood glucose levels (over 600 mg/dl) and ketones, and was taken to the emergency room. Customer was treated with an injection and intravenous fluids. Customer was released from the emergency room 2-3 hours later. Reportedly, customer has back up manual injections for continued insulin therapy.